Event description:
Related manufacturer reference number: 3006705815-2022-15196. It was reported that the patient was unable to turn on stimulation due to high impedance on the leads. Reportedly, the leads have fractured. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the intraop impedance check confirmed high impedances on the leads. As such, the leads were explanted and replaced with new leads addressing the issue. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.